Manufacturer narrative:
The device was returned with the needle mechanism fully deployed. Corrosion was observed on multiple components inside of the pod. Due to the presence of corrosion, a leak test was performed. The investigation found a leak in the fluid path due to a tear in the unexposed portion of the soft cannula. The leak can be confirmed as the cause of the corrosion visible on the pcb, and thus can be confirmed as the cause of the data loss experienced in the investigation. The damage on the unexposed portion of the soft cannula can also be confirmed as the root cause of the user reported event as it would prevent the device from delivering insulin as intended.

Event description:
It was reported that the blood glucose reached over 400 mg/dl while the pod was worn between 4 and 24 hours. Insulin was not being delivered as intended.